Event description:
A healthcare provider reported that the week prior to their report on (B)(6) 2013, they had tied off an ascenda catheter with three different knots and it stopped a cerebrospinal fluid (csf) leakage. They noted that ¿it worked¿ as they waited for about fifteen to twenty minutes and ¿nothing came out¿.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).